Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was returned for evaluation. The magnum driver was visually inspected upon receipt, and it was found there is a slight bend to the cover. Further, sleds found to have the visible were lines. The device was functionally tested and failed the test as gun primed and fired once with lots of resistance, and further the safety lever got stuck in "f" position until cover is opened. Additionally, the force measurements of sleds were out of tolerance. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported tissue sample cannot be retrieved. The investigation is confirmed for the identified difficult to prime issue and the investigation is also confirmed for the identified safety lever failure. The root cause for the reported device failed to prime cannot be determined as the problem could not be reproduced. The root cause for the identified difficult to prime issue is unknown. During the evaluation, it was determined that sleds found to have the visible lines are likely to contributing to the identified difficult to prime issue. The root cause for the identified safety lever issue is unknown. During the evaluation, it was determined that the slightly bent cover is likely to contributing to the identified safety lever issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2025), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the tissue sample could not be retrieved. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was returned for evaluation. The magnum driver was visually inspected upon receipt, and it was found there is a slight bend to the cover. Further, sleds found to have the visible were lines. The device was functionally tested and failed the test as gun primed and fired once with lots of resistance, and further the safety lever got stuck in "f" position until cover is opened. Additionally, the force measurements of sleds were out of tolerance. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported tissue sample cannot be retrieved. The investigation is confirmed for the identified difficult to prime issue and the investigation is also confirmed for the identified safety lever failure. The root cause for the reported device failed to prime cannot be determined as the problem could not be reproduced. The root cause for the identified difficult to prime issue is unknown. During the evaluation, it was determined that sleds found to have the visible lines are likely to contributing to the identified difficult to prime issue. The root cause for the identified safety lever issue is unknown. During the evaluation, it was determined that the slightly bent cover is likely to contributing to the identified safety lever issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2025).

Event description:
It was reported that during a biopsy procedure, the tissue sample could not be retrieved. There was no reported patient injury.